Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to myopotentials oversensing while the patient was using a drilling machine. Technical services reviewed the case and recommended troubleshooting and potential device reprogramming if better sensing is observed for the patient. This s-ICD remains in service and no additional adverse patient effects were reported.